Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery the pointer probe was dropped but still used for the surgery. Once the surgery has been completed the field service engineer wanted to verify the pointer probe accuracy, but the test failed three times

Manufacturer narrative:
The pointer probe was out of calibration due to the drop and was returned to the manufacturing site where it was successfully re-calibrated.